Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. No imagery was returned. Due to the unavailability of the device, engineering was unable to perform a visual inspection, functional testing, dimensional testing was not performed. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the complaint activities/attachments revealed no difficulty during preparation, balloon was partially inflated when it burst, nominal volume used for inflation and nominal deployment. The final valve position post-deployment was 90/10 and was intended. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed as no product was return for evaluation and no imagery of the device was provided. However, the manufacturing records of the device were review and no manufacturing non-conformance was identified. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint for ''balloon burst'' was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone and provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description reports that there is presence of calcium at sinotubular junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigation are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Since no manufacturing non-conformance's or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective, preventative actions nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
No product will be returned. The investigation is ongoing. No product will be returned.

Event description:
As reported, 23mm sapien in the aortic position, via transfemoral approach the balloon ruptured on calcium at sinotubular junction. Post dilated with 22mm aortic vida balloon. Patient is stable. Additional information indicated that there was no difficulty during preparation. They used a slow and controlled deployment, and the balloon was partially inflated when it burst. The patient had moderate calcium seen on leaflets and annulus.